Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the (split) audio cords within the unit. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.